Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment. The patient underwent a procedure to excise the excess skin around the implanted site on (B)(6) 2013; during the procedure, a new abutment was placed. The implanted device remains.